Manufacturer narrative:
Visual inspection of the returned products confirmed that the nail was broken. X-ray images and visual inspection of the internal components showed failures in two areas, breakages at the weld between the coupler and the lead screw drive stage and (2) at the housing tube, and anti-rotation lug junction. The root cause of the breakage appears to be forces applied during the removal process. A review of the DHR confirmed no ncmrs/ deviations associated with the work order and that the finished device met all required quality inspections (acceptance testing and x-ray inspection) prior to release.

Manufacturer narrative:
The device has not been returned for investigation pictures provided confirm the alleged event. Root cause is unknown at this time.

Event description:
Information was received that the telescoping rod detached from the main nail during removal. No patient injury was reported.